Manufacturer narrative:
Intuitive received the 8mm fenestrated bipolar forceps instrument with this complaint and completed investigations. The instrument was analyzed, and the instrument was placed on the in-house system. The instrument passe the recognition and engagement tests. The instrument was connected to in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage found on conductor wires. Initial findings were confirmed. The instrument failed the continuity test. The instrument was disassembled and upon doing so, the conductor wire was found to be broken inside the main tube at the proximal end of the instrument. The wire was fully broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a cauterization issue. The procedure was completing as planned with no reported injury.